Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. An internal inspection found ECG shields were observed lifted from the analog board, multiple plastic fasteners were loose and missing. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.